Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. However, the customer reported that the issue was likely due to the scope. The customer reported the scope will be sent for repair. Based on the results of the investigation, the final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted the issue occurred when connecting a scope to the light source. Tac instructed the customer to press the escape key on the keyboard, power down the video system, remove the scope, clean the electrical contacts with 70% isopropyl alcohol, and then use canned air on the vide system connector socket. The customer reseated the light source cable and then connected the video system, but another b30 error code was displayed. The scope was connected to another video system and no error messages were displayed. The customer planned to switch the video processors and test the system. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error. There were no reports of patient harm associated with this event.